Manufacturer narrative:
Analyzer and microcuvettes were returned to hcab and are under investigation. The customer has sent in two analyzers as they were unable to determine which one provided the alleged inconsistent results, the other analyzer is reported in MDR no. 3003044483-2018-00003.

Event description:
Hemocue (hc) received a complaint that the analyzer was providing inconsistent results. The data was from new born babies. The customer had compared results to the abl system and the worst reported deviations were 2,5mmol/l (abl) vs 4,9mmol/l (hc) and 2,7mmol/l (abl) vs 4,9mmol/l (hc). There were also reported deviations of smaller magnitudes where hc measured lower than abl, e.g. 3,6mmol/l (abl) vs 3,3mmol/l (hc).

Manufacturer narrative:
Hemocue has completed the in-house investigation of the analyzer sent by the customer, using customer microcuvettes and retained microcuvettes from the same lot. The performance of analyzer and microcuvettes was found to be within manufacturer specifications. Final communication of the investigation results has been sent to the customer.